Event description:
In 2003, a pt was scheduled to be implanted with fossa-eminence prostheses. During the surgery the surgeon implanted fossa-eminence sizers instead of the prostheses. The following day, the sizers were explanted and the prostheses implanted.